Event description:
At the first seeg trajectory, the surgeon was drilling at the skull¿s outer table when the drill bit suddenly snapped apart. The surgeon backed up the rosa arm and then took the 2.45 mm drill adaptor from the instrument holder. Part of the drill bit was stuck inside the drill adaptor. The surgeon was unable to physically remove the drill bit from the rosa adaptor. The circulating nurse grabbed a backup rosa instrument tray and the surgeon was able to proceed with the seeg procedure.

Manufacturer narrative:
It was reported that at the first seeg trajectory, dr. (B)(6) was drilling at the skull¿s outer table when the drill bit suddenly snapped apart. Dr. (B)(6) backed up the rosa arm and then took the 2.45 mm drill adaptor from the instrument holder. Part of the drill bit was stuck inside the drill adaptor. The surgeon was unable to physically remove the drill bit from the drill adaptor. Photos took at the hospital permitted to confirm this event. Drill adaptor (B)(6) was returned at manufacturing site on 14-jun-2021 and was inspected. Drill adaptor was sent without drill bit stuck inside, meaning that the customer was able to remove the drill bit. No marks are visible inside the drill adaptors that could explain the mechanical jam. However, this type of issue was already reported and investigated through design inquiry management process. This lead to a design change of the drill adaptors that was not implemented yet on the field. D4 UDI# : (B)(4).

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. UDI# : unknown.

Event description:
At the first seeg trajectory, the surgeon was drilling at the skull¿s outer table when the drill bit suddenly snapped apart. The surgeon backed up the rosa arm and then took the 2.45 mm drill adaptor from the instrument holder. Part of the drill bit was stuck inside the drill adaptor. The surgeon was unable to physically remove the drill bit from the rosa adaptor. The circulating nurse grabbed a backup rosa instrument tray and the surgeon was able to proceed with the seeg procedure.